Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged, and the instrument passed the electrical continuity test. For clarification, the dislodged conductor wire within the grip hub was preventing full articulation at the distal tip. Common causes include instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.

Event description:
It was reported that the 8mm force bipolar instrument was stuck closed. The customer reported event had no report of patient injury.